Event description:
It was reported the pt experiences pain at the ipg site whether simulation is on or off. An sjm representative will meet with the pt as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.